Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. There was a pump motor drive off post and a battery depleted alarm also found in the event history log. The pump was tested by performing the power up process. The pump motor drive off post alarm was found at power up and the battery capacity was found at 0%. The battery depleted which is causing the pump motor drive off post error. The customer did not recharge the battery pack after depleting it. The operator replaced battery for preventive measures due to the fact that the battery was 5 years old. Damage on the pump was also repaired.

Event description:
Information was received indicating that the smiths medfusion 3500 syringe pump displayed a pump motor drive issue. There were no adverse events reported.